Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 21. Details of surgery: immediate extraction site. On (B)(6) 2025, non-osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.